Event description:
During the device evaluation, it was observed the colonovideoscope exhibited foreign material in the air water tube and air water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the up/down lock lever was worn, the air/water cylinder had no color, the suction cylinder has no color, the plug unit was scratched, the camera cover was chipped, the insulation resistance value at the distal end did not meet the standard value, the angulation wires were worn, the bending angle in the down direction was out of standard value, the light guide lens was chipped, the bending tube was deformed, the connecting tube was scratched, the protector of the universal cord on the control section side had a scratch, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d9 (the date returned to manufacturer was inadvertently omitted from the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to a pinhole on the a-rubber. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.